Manufacturer narrative:
The device was returned and the evaluation found an e433 error occurred due to a defective generator board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the generator had an error e433. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer¿s complaint/reportable malfunction was reproduced. When switching on the generator, error e460 occurred. This error often occurs in connection with error e433 and is based on the same cause. Additionally, error e172 occurred due to board failure. The e172 error is triggered by the esg-400's safety system when the 12v operating voltage is less than 11.4v. If the cause of the error remains, unlimited periodic restarts can occur. Since strong voltage peaks can occur at the generator board's output transformer, which can destroy the transformer, there is a chain of protective diodes (tvs diodes) on the relay board in front of the relay contacts, which are intended to suppress these voltage peaks. They can be configured for three different voltage ranges. When the device is started, this diode chain is tested for functionality by current flow when the voltage is deliberately exceeded or undershot, which indicates high resistance (open) or short circuit (short). The error message e433 can therefore only appear when the device is started. From a technical point of view, the error message e433 cannot occur during operation. The possible cause of the error message, however, occurs during operation. The error message e433 occurs when the effective value of the output signal, which was set for testing purposes, falls below the specified limit of 130v when the device is started, which normally indicates a low-resistance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. It is probable that when error message e433 occurs, error message e460 could also occur. However, the checks for outputting e433 are carried out before the checks for e460. Since both cases result in a restart of the generator, if e433 occurs, there is no check for e460. E433 therefore masks e460. Based on the nature of the error, user fault in connection with the occurrence of error message e433 cannot generally be completely ruled out. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to a procedure. In addition, according to IFU (instructions for use), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.